Event description:
A remnant of the balloon involved was left behind on the scope after the procedure and went through the high-level disinfection process. It is not clear if the balloon was not fully removed prior to reprocessing, or it broke during removal leaving the elastic band behind. During the root cause analysis of the event, it was revealed that staff find removing the balloon to be exceedingly difficult, sometimes needing to be pry off with a toothpick. This may have contributed to the balloon breaking, leaving the elastic band behind on the scope. Ongoing concern that the balloons are the same color as the scope, making it difficult to identify. This is a repeat medsun- needed to add the additional information about the difficulty of removing balloons. This medsun is associated with prior submission [redacted number]-2023-8028.